Event description:
Injury (patient/other): no. Device possibly involved in injury: no. 1x there was a small animal in the blue wipe of the set. This does not exactly strengthen confidence in the hygiene promises of your products. Additional informations: description of issue (what / why): small animal in the blue wipe. How often occured defect: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: replacement. Photo / sample available: no. Successful drainage: yes. Impact to patient: no impact to patient. Exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Connected device (pleurx/peritx/brand) 50-7510. Procedure performed by: end user / lay person. Procedure performed at: home. Replacement requested: no. Credit requested: no. Closure letter needed: yes. Information on the defect: defect location: dressing material. Defect type: dirty / contaminated / particles.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a1801. Patient problem code: f26. H10 : d4 (expiration date: 07/2026). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: pr (B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001550316 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. The current manufacturing controls were also reviewed. The work instructions were determined to have all appropriate process steps to perform the procedure pack final assembly until the seal of the procedure pack and the seal of the header bag. It was noted that the instructions have visual aids and inspections to detect issues related to foreign matter and contaminations in kit during the manufacturing process. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Injury (patient/other): no. Device possibly involved in injury: no device available for investigation: no location: 2 - during application origin: patient complaint: info from the patient: 1x there was a small animal in the blue wipe of the set. This does not exactly strengthen confidence in the hygiene promises of your products. Product information: article no.: 50-7510/v001 - pleurx¿ drainage set, 1000 ml, incl. Accessories, packaging unit 10 pieces additionally affected article no.: 50-7510/v001 - pleurx¿ drainage set, 1000 ml, incl. Accessories, packaging unit 10 pieces additional lot number affected: 0001550316. Additional informations: description of issue (what / why): small animal in the blue wipe how often occured defect: once. Medical intervention (other than first aid): no needle/probe stick: no other actions taken: no safety issue: no issue resolved: yes how issue resolved / additional information: replacement photo / sample available: no successful drainage: yes impact to patient: no impact to patient exposure to blood / bodily fluid: no course of treatment changed due to event: no connected device (pleurx/peritx/brand) 50-7510 procedure performed by: end user / lay person procedure performed at: home replacement requested: no credit requested: no closure letter needed: yes information on the defect: defect location: dressing material defect type: dirty / contaminated / particles